Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the connector of the main back-plane printed circuit board (pcb) were corroded and due to misuse. However, according to further information the unit will not be repaired since the complete unit will be replaced. The issue was confirmed in the provided log files. Our conclusion is that the corrosion of the main back-plane pcb and connector due to misuse was the cause of the failure. However, the true root cause has not been established since the unit was not repaired nor returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer ref#. (B)(4).